Manufacturer narrative:
Correction: the initial MDR [6000034-2025-03391] submitted on september 22, 2025 was filed inadvertently. No explantation has occurred. Per the clinic, the patient developed chronic wound issues, pain and drainage due to chronic skin infection (specifc date not reported). Subsequently, the patient underwent abutment removal procedure and skin revision surgery to remove the diseased skin under general anesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Transient pain is a known medical complication where most cases can be resolved with clinical case management. Known reasons for cause of pain are abnormal skin sensitivity, earlier trauma to the implanted area, lack of adequate bone quality or other generalized diseases. It might also be due to a loose implant magnet, causing pain around the implanted area when using the baha sound processor. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the patient experienced chronic wound issues, pain and drainage due to chronic skin infection (specific date not reported). Later the patient underwent revision surgery to remove the diseased skin (specific date not reported) and the device was subsequently explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.